Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that for the misplacement of l4-r, the user reported that the instrumentation appeared to be skiving on the navigation screen. In the event of excessive deflection during screw placement, the software will detect the force and alert the user with a warning. High force can indicate that the instrumentation is skiving. Excessive force and skiving can lead to the misplacement of screws. Skiving causing the misplacement of l4-r is further supported by the user not receiving a check mark, as the user will only receive a checkmark if driver places a screw within 1.5 mm of the plan, in every direction. The misplaced screw was replaced intraoperatively using traditional techniques. There was no reported adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.